Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue; further described as ¿unable to disconnect drain bag from the transfer set¿. This occurred after treatment of peritoneal dialysis therapy, during disconnection. The navy tip (female connector) "unscrewed from the roller clamp" (mainbody). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.